Event description:
It was reported that during an anterior cruciate ligament surgery during tightening, the tape broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt-2j serial/batch number (B)(6) was received for investigation. Visual evaluation of the returned device revealed that the suture system was completely broken off. The returned suture sheath was hard, likely due to excessive force. The button was not returned for evaluation. The most likely cause of the reported and observed failure is user error, specifically tensioning the shortening suture strands not in-line with the bone socket. Directions for use (dfu) dfu-0147-eo tightrope® devices. G. Precautions.1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strandsand/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening. Suture strands are required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.